Event description:
It was reported that the patients ipg had migrated. The patients ipg was explanted and will not be returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event.